Manufacturer narrative:
The pump was received with a cracked and bleeding lcd due to physical damage to the lcd glass. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the cracked and bleeding lcd glass. The pump had minor scratches on the lcd window, a scratched case, a cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife called to report that the customer accidentally ran his insulin pump over with the car and the device was broken. Customer had high blood glucose levels of 588 mg/dl due to steroids. Caller declined to troubleshoot. Customer's device was replaced and was returned for analysis.